Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported "not picking up ECG wave forms, p wave specifically. Cannot tell if it's the sherlock sensor or the PICC. An echo was taken due to patient symptoms and showed the PICC tip was in the right ventricle."

Event description:
It was reported "not picking up ECG wave forms, p wave specifically. Cannot tell if it's the sherlock sensor or the PICC. An echo was taken due to patient symptoms and showed the PICC tip was in the right ventricle."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the internal wire leads would not give readings/hook up properly to the sherlock device is inconclusive due to the nature of the returned sample. One 3cg tls stylet was returned for evaluation. An initial visual observation showed that the returned 3cg tls stylet appeared intact, and the leads assembly was not returned for evaluation. No sharp bends were observed along the stylet. The product was functionally tested by attaching the stylet tether to a non-complainant leads assembly and sherlock sensor top plate. The attachment was unremarkable. A digital multimeter tester did not reveal any discontinuities with the complainant stylet. A steady resistance read at about 3.3 ohms. No deficiencies were discovered during evaluation of the returned sample; however, the potentially implicated leads assembly was not returned for evaluation. Consequently, this complaint is inconclusive at this time.